Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact to the customer's blood glucose level.